Manufacturer narrative:
The subject device was returned to sorc for evaluation. Sorc checked the subject device and confirmed the reported phenomenon. As a result of the evaluation, the following was confirmed. The color bar was displayed due to the water ingress into the ccd unit and camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the color bar was displayed instead of the endoscopic image. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit and camera cable. If additional information becomes available, this report will be supplemented.